Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced a cloudy and blurry 'eye'. The patient was put on several different eye drops and the cloudiness 'got a little better' after four to five weeks. Additional information was requested and received.